Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 20, 2017 that a wallflex fully covered biliary rmv stent was implanted in the distal common bile duct on (B)(6) 2014 as part of (B)(6). The patient had been enrolled into the clinical trial on (B)(6) 2013. Reportedly, on (B)(6) 2014, the patient presented with jaundice due to a recurrent stricture. On (B)(6) 2014, the patient was hospitalized. Liver function tests were performed. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure and the wallflex fully covered biliary rmv stent was implanted without issue. On (B)(6) 2014, the patient was discharged and the jaundice was considered resolved. On (B)(6) 2014, a planned stent removal procedure was performed. During the procedure, the physician had difficulty removing the stent using a snare. It was noted that the snare failed to have a tight engagement with the proximal stent in the lower cbd. A papillotomy was performed; however, further attempts to remove the stent resulted in the snare wire jamming with the stent. The snare wire was cut outside the body and a portion remained inside the patient. The physician completely removed the stent and remaining snare wire with rat tooth forceps and with scope withdrawal.